Manufacturer narrative:
Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. The implant was electively removed with no report of patient harm having occurred. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this event.

Event description:
Api fix was told that patient (B)(6) was seen in august, four years post-index surgery, and reported no back pain. She continues to experience chronic upper neck pain and headaches, which predated her apifix procedure and are unrelated to it, as previously documented. In november, she elected to have the implant removed; during retrieval, the implant fractured, which may become a common occurrence. The removal was performed through small incisions over the screws, and the breakage likely resulted from torsional forces applied while freeing the implant from scar tissue.